Event description:
On (B)(6) 2020 - MDR = yes. It was reported that during device implant the device displayed a high impedance (hi) code with beeping tones. Discussed that the device was previously taken out of storage. The device was not implanted at the time. No adverse events were reported.

Event description:
Updating report due to device (while still in the box) now has a battery depletion alert. The device will not be implanted. It will be returned for analysis. There was no patient involvement. It was reported that during device implant the device displayed a high impedance (hi) code with beeping tones. Discussed that the device was previously taken out of storage. The device was not implanted at the time. No adverse events were reported.

Manufacturer narrative:
The device was put through and passed the returned products testing. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Analysis conclusion: the pg was taken out of shelf mode while in the box before the attempted implant. This will cause a high lead impedance alert. The pg will start taking lead impedance measurements while in the box. This can also cause a battery depletion error due to the daily beeping for the alert and exposure to colder temperatures while in the box. This is expected behavior when a pg is taken out of shelf mode while in the box. The pg passed the automated electrical test. Pg operated normally; no problem detected.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Updating report due to device (while still in the box) now has a battery depletion alert. The device will not be implanted. It will be returned for analysis. There was no patient involvement. It was reported that during device implant the device displayed a high impedance (hi) code with beeping tones. Discussed that the device was previously taken out of storage. The device was not implanted at the time. No adverse events were reported.